Event description:
It was reported " on (B)(6) 2025, the doctor found catheter leak after insertion 24 hours." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided one photo for analysis. The complaint of a leaking catheter was not able to be confirmed by the photo. The image shows a cvc in use on a patient; however, no evidence of a leak can be observed in the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization location". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "(B)(6) 2025, the doctor found catheter leak after insertion 24 hours." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".